Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's eye on (B)(6) 2013. The patient was fine after the surgery, the peripheral iridectomies were patent and the vault was a little high. The next day the patient complained of pain. The patient's pupil was fixed and dilated and the pressure was elevated, causing pupillary block. The lens was explanted on (B)(6) 2013. The patient's current intraocular pressure is still slightly high and the patient is taking pilocarpine. The icl was not exchanged for another lens. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens was discarded by the facility. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the icl was explanted on the first post-op day to address pain caused by elevated iop (48mmhg) and pupillary block. After the icl removal, the pupil remained dilated (attributed to the prolonged waiting time to report the issue) and iop was under the medical treatment (pilocarpine). According to the surgeon there was no excessive vault of the icl that could have caused elevated iop at the time of the intervention. Due to dilated pupil he was not able to check if the pis were patent. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. An oversized icl increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block ." Inadequate flushing of viscoelastic may lead to iop spikes as written under "precautions" in the dfu. Given this information it is very likely that patient (anatomy) and/or the procedure (not functional pis, retained viscoelastic) related factors could have caused/contributed to the event. The literature reported similar case and management (complication after a placement of a phakic icl) in cataract and refractive surgery today (2009). Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).